Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the "main body and the twist clamp" (twist sleeve) on a minicap extended life pd transfer set. This occurred during use of the device for peritoneal dialysis therapy. It was reported that the device had not been wiped with disinfectant. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection with the naked eye noted broken occluder feet and a separation between the main body and the twist sleeve of the twist clamp. The broken occluder feet were the cause of the separation of the components. The reported condition was verified. The cause of the condition could not be determined; however, exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.